Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited onsite and identified that the application software did not boot up. Upon troubleshooting, the fse removed the cover of r-rack and found that the network switch was unresponsive and there was no 12v supply in the system. The fse replaced the network switch and power supply in the geometry cabinet. Following replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not boot up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.